Manufacturer narrative:
B3: exact date unknown, event occurred in (B)(6) 2024 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced overstimulation. The patient underwent an implantable pulse generator (ipg) explant procedure and the explanted device was disposed by the facility.